Event description:
Postoperatively, patient returned to doctor's office with pain in shoulder. X-ray films showed virtually all proximal cancellous screws had screwed through the plate, and the plate was sitting off humerus. This device is used for treatment.

Manufacturer narrative:
Device expected for evaluation, but not yet returned. A follow up will be submitted upon completion of the investigation.